Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power. The customer did not receive a low battery prior to the off no power. The displacement test and manual prime were successful and the motor error alarm did not recur. The customer was unable to complete the rewind. Customer's blood glucose level was not reported. The device was not returned.